Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103721) on 16-sep-2021. The most recent information was received on 30-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the essure hase come apart and migrated into endometrial wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("the essure hase come apart and migrated into endometrial wall"), vulvovaginal discomfort ("vaginal discomfort"), headache ("headache"), dysmenorrhoea ("painful periods"), pelvic discomfort ("pressure in pelvic area"), chills ("chills"), dysgeusia ("metallic tastee in her mouth") and alopecia ("hair is thinning"). Essure treatment was not changed. At the time of the report, the embedded device, vulvovaginal discomfort, headache, dysmenorrhoea, pelvic discomfort, chills, dysgeusia and alopecia outcome was unknown. The reporter considered alopecia, chills, device expulsion, dysgeusia, dysmenorrhoea, embedded device, headache, pelvic discomfort and vulvovaginal discomfort to be related to essure. The reporter commented: ¿malfunction was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103721) on 16-sep-2021. The most recent information was received on 27-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the essure hase come apart and migrated into endometrial wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("the essure hase come apar and migrated into endometrial wall"), vulvovaginal discomfort ("vaginal discomfort"), headache ("headache"), dysmenorrhoea ("painful periods"), pelvic discomfort ("pressure in pelvic area"), chills ("chills"), dysgeusia ("metallic tastee in her mouth") and alopecia ("hair is thinning"). Essure treatment was not changed. At the time of the report, the embedded device, vulvovaginal discomfort, headache, dysmenorrhoea, pelvic discomfort, chills, dysgeusia and alopecia outcome was unknown. The reporter considered alopecia, chills, device expulsion, dysgeusia, dysmenorrhoea, embedded device, headache, pelvic discomfort and vulvovaginal discomfort to be related to essure. The reporter commented: ¿malfunction was mentioned but not specified and/or assigned to one of the events¿ quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-sep-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5103721) on 16-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ('the essure has come apart and migrated into endometrial wall') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("the essure has come apart and migrated into endometrial wall"), vulvovaginal discomfort ("vaginal discomfort"), headache ("headache"), dysmenorrhoea ("painful periods"), pelvic discomfort ("pressure in pelvic area"), chills ("chills"), dysgeusia ("metallic taste in her mouth") and alopecia ("hair is thinning"). Essure treatment was not changed. At the time of the report, the embedded device, vulvovaginal discomfort, headache, dysmenorrhoea, pelvic discomfort, chills, dysgeusia and alopecia outcome was unknown. The reporter considered alopecia, chills, device expulsion, dysgeusia, dysmenorrhoea, embedded device, headache, pelvic discomfort and vulvovaginal discomfort to be related to essure. The reporter commented: ¿malfunction was mentioned but not specified and/or assigned to one of the events¿. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.